Manufacturer narrative:
(B)(4). At this time, the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks. It was reported that the patient experienced adverse effects as a result; however, the specific details of those effects were not provided. Data was sent to boston scientific technical services (ts) for review. Ts reviewed the data and discussed that the episode showed four shocks being delivered. The treated episode electrogram shows that the patient was in a fast rhythm between 180-220 bpm. The first shock delivered appeared to slow the rate, but the rhythm was unstable with some fast intervals so the episode continued. The rhythm increases and the morphology changed so that the qrs complexes had low amplitudes. This led to some oversensing. Although it could not be ascertained what type of rhythm the patient had, it was fast and disorganized so a device issue was not suspected. Additional troubleshooting was discussed.